Event description:
A male patient underwent aaa repair in 2007. The procedure consisted of placement of a zenith main body, three zenith iliac legs and the procedure was conducted without reported event; however, a type ii endoleak was observed. On follow-ups, the type ii was still present and over time the aneurysm continued to grow. The physician felt it necessary to explant the zenith grafts and convert the patient to open repair. The patient is recovering.

Manufacturer narrative:
Event evaluation: still under investigation.